Event description:
Navicross support catheter's first gold marker came off catheter and is lodged in a terminal branch right lower kidney. Pt started to move and this is when the gold marker came off.